Manufacturer narrative:
Complaint conclusion: during a pta procedure, an unknown guidewire crossed the lesion located in the common iliac artery; it was pre-dilated with an unknown 2 mm balloon catheter followed by a smart control sds. However there was friction/resistance while tracking the sds towards the lesion so the physician pushed the sds to advance it forward but the distal portion (2 mm) of the stent was noted to be released under x-ray resulting in premature stent deployment proximal to the intended location. The locking pin was in place when the stent was prematurely deployed. Therefore, an additional unknown stent was deployed to fully cover the distal portion of the lesion. The stent was delivered without any complications and the procedure was completed successfully. There was no patient injury reported. The target lesion was described as heavily calcified and highly tortuous with a 100% stenosis (cto). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15634315 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Pushing the sds against resistance, as occurred in this case, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used". With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As reported by an affiliate, during a pta procedure, the common iliac artery was pre-dilation with an unknown 2mm balloon catheter at an unknown atm. An unknown guidewire crossed the lesion and a 10x40 mm smart control was advanced into the artery, but there was friction/resistance while tracking sds toward the lesion. The physician pushed the smart control to advance it forward, however, the distal portion (2 mm) of the stent was confirmed to be released under the x-ray causing premature stent deployment to the unintended location. The stent was placed proximal to the intended location. The locking pin had been in place when the stent was prematurely deployed. Therefore, an additional unknown stent was required to cover the distal portion of the lesion. The stent was delivered without any complications and the procedure was completed successfully. There was no patient injury reported, and the product will not be returned for analysis. The target lesion was described as heavily calcified, highly tortuous with 100% stenosis (cto). It is unknown if the lesion was de novo. It is unknown if the smart control had passed through previously placed stent.